Event description:
The recipient was seen on (B)(6) 2019 after he stopped responding to sound with his left ci. Mom reported that lately he has been hitting/banging his head on the floor when frustrated. The recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00768. For further information please refer to this report.